Event description:
In 2009, the reporter contacted lifescan (lfs) on behalf of the lay user/patient. According to the reporter, the patient's "199 mg/dl result on the onetouch ultra meter was inaccurately high compared to his past readings. The patient reportedly received IV glucose from the emergency medical services (ems) as a result of the inaccuracy issue. The medical affairs specialist (mas) was unable to reach the reporter or patient for additional information; therefore, the following information was obtained from the customer care advocate's (cca) documentation. According to the reporter, the patient has never been "199 mg;dl." This result was obtained at 4-4:30pm the day prior. After obtaining this result, the patient took 35 or 40 units of lantus. It is unknown if this dosage was based on the meter result or if it was part of the patient's usual routine. Approximately 1-1.5 hours after taking the insulin, the patient's blood glucose was "35 mg/dl" on the ems meter. The patient was treated with IV glucose and was advised to eat. No symptoms were reported at the time of the incident. It is also unknown what occurred from the time the patient took the insulin to when the ems arrived, such as the patient's food intake and activity levels. It would also be helpful to know the patient's expected meter reading when it read "199 mg/dl" and what the patient's previous meter readings before the ems arrived. Based on the provided information, this complaint is being reported because the patient allegedly became hypoglycemic after obtaining an alleged inaccurate high meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.